Event description:
It was reported by the rep that the(4) 350l were used during a laparoscopic nissen procedure. It had to be continuously replaced to complete the case. Pieces of the seals had to be removed from the pt during the procedure. The operating room time was extended by approx 30 minutes.